Event description:
A report was received that the patient had blistery type of sores around the ipg site. The physician believed that there was no infection present and patient had a cellulitis flare up due to multiple sclerosis. The patient was placed on antibiotics and was doing much better.